Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date - estimate. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infraction and stenosis, as listed in the absorb gt1 instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 3.0 x 12 mm absorb gt1 referenced in describe event or problem and concomitant medical products is being filed under a separate medwatch report number.

Event description:
It was reported that in (B)(6) 2015 the patient presented with non-st-elevation myocardial infarction (nstemi) and was admitted to the hospital. Following pre-dilatation with a non-compliant balloon at high pressure, two absorb gt1 scaffolds (3.0 x 12 mm, 2.5 x 12 mm) were implanted overlapping in the more than 90% stenosed, ramus diagonalis coronary artery. An unspecified balloon catheter was used to post-dilate the scaffolds. The patient was discharged on a dual antiplatelet therapy (dapt) regimen with clopidogrel and aspirin for the first 12 months, and after 12 months aspirin only. On (B)(6) 2018 the patient presented with nstemi and was admitted to the hospital. Angiography confirmed restenosis starting midway through the first absorb gt1 scaffold and ending distal to the second absorb gt1 scaffold that were placed in (B)(6) 2015. Optical coherence tomography (oct) was performed and the physician was able to visualize the absorb gt1 scaffolds completely; no resorption was noted. A 2.75 mm xience stent was deployed to successfully treat the restenosis and the patient was discharged on dapt including ticagrelor. No additional information provided.